Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump date was inaccurate. Pump data was reviewed and determined the pump date was set incorrectly during the initial set up of the pump. Tandem technical support guided the customer through adjusting the pump date. Customer's blood glucose level was 127 mg/dl.